Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture and slight pain. The device has been explanted and replaced.

Event description:
Patient reported left side rupture and slight pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Corrected data: d6a.

Event description:
Patient reported left side rupture and slight pain. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as unidentified (tear) opening (shell thickness within specification). Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture and slight pain. Later reported hardening diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and slight pain. The device has been explanted and replaced with another manufacturer's device.